Manufacturer narrative:
As received a complete lead was returned in one piece with the helix fully extended and clogged with blood/ tissue, the full helix extension was measured within specifications. X-ray examination of the entire lead was normal, no anomalies were noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented with chest muscle stimulation and an x-ray examination revealed the right ventricular lead was dislodge. Twiddler's syndrome was suspected to be the cause of the dislodgement. The lead was explanted and replaced. The patient is in stable condition following the procedure.